Event description:
It was reported that during intra-op testing one of the scs leads exhibited high impedance. The physician was unable to resolve the issue with changing the trial cables and repositioning. The lead which did not exhibit an invalid impedance was used and the pt received effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.